Manufacturer narrative:
The facility performs own service and repairs therefore they only requested for a replacement printed circuit board per service manual to do repair. No investigation has been performed therefore it has not been determined or confirmed whether the printed circuit board was the cause of the reported high pressure alarm. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the compressor generated a high pressure alarm while it was in standby. There was no patient involvement. (B)(4).